Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs lead was exhibiting high impedance on multiple contacts. Reportedly, the patient stated they had a seizure approximately three months prior and fell, the scs system has not worked since. Consequently, surgical intervention was taken and the patient's scs lead was successfully replaced with a new one and the reported issue resolved.